Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. But, the actual product was not sent to the shirakawa factory. Omsc confirmed the following additional information. Serial number: (B)(4) (manufacturing date: 2014/2/4, delivery date: 2014/02/24). Image freeze occurs due to dx board failure. Noise appears on the image due to a dp board failure. Push key failure of video connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was no repair history related to this event. Since it has been more than 7 years since the device was manufactured, it is presumed that the image was frozen or was not output due to a failure of the mounted component on the dx board due to aged deterioration. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the repair center of olympus (B)(4) on (B)(6) 2021, the image of the subject device was frozen. There was no report of patient injury associated with this event.